Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black particle was found inside the male luer lock connector of a fluid transfer extension set. This occurred during compounding setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed an embedded dark spot in one of the two luer lock caps. The particle was not exposed to the fluid pathway. Microscopic inspection revealed that the particulate matter was approximately 0.05 inches in length. Fourier transform infrared (ftir) spectroscopy and scanning electron microscopy with energy dispersive x-ray spectroscopy (sem-eds) were performed on the particle. A portion of the luer cap was sampled for comparison. Analysis revealed that the particulate matter was comprised of polyethylene and possible other materials or thermal degradation. Analysis of the cap material revealed that the cap was made of polyethylene. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.